Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm in a longitudinal split/tear. The device was removed using normal method without any issue. The procedure was completed with a different device. There were no complications reported, and patient is stable post procedure.